Event description:
It was reported that this brady lead was an attempted implant due to an unknown product performance anomaly. A new lead with different model was successfully implanted. No adverse patient effects were reported. Additional information indicates that this lead was attempted to be placed in the left bundle branch and when trying to reposition the lead, the helix cannot be retracted. The physician attempted to retract helix and provide tension on the lead in an attempt to straight the helix out and release from tissue. Hence, the physician opted to use another lead. Additional information indicated that this lead was a case of surgically abandoned due to lead was stuck when helix stretched and was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of difficult/unable to extend/retract helix was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this brady lead was an attempted implant due to an unknown product performance anomaly. A new lead with different model was successfully implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was an attempted implant due to an unknown product performance anomaly. A new lead with different model was successfully implanted. No adverse patient effects were reported. Additional information indicted that this lead was attempted to be placed in the left bundle branch and when trying to reposition the lead, the helix cannot be retracted. The physician attempted to retract helix and provide tension on the lead in an attempt to straight the helix out and release from tissue. Hence, the physician opted to use another lead.

Event description:
It was reported that this brady lead was an attempted implant due to an unknown product performance anomaly. A new lead with different model was successfully implanted. No adverse patient effects were reported. Additional information indicates that this lead was attempted to be placed in the left bundle branch and when trying to reposition the lead, the helix cannot be retracted. The physician attempted to retract helix and provide tension on the lead in an attempt to straight the helix out and release from tissue. Hence, the physician opted to use another lead. Additional information indicated that this lead was a case of surgically abandoned due to lead was stuck when helix stretched and was subsequently explanted. No additional adverse patient effects were reported.